Manufacturer narrative:
The reason for this revision surgery was a result of a patients non-compliance that led to failed soft tissue and instability after 6.9 months in vivo. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 21834 showed 7 parts (part number: 520-46-016) flagged for a non-conforming feature; the parts were accepted with the justification "the step is a groove that is up to .005" deep. There are no mating/structural interfaces along the circumferential groove area. The affected area is a low stress zone, and the radius specification allows up to a +/- .005" tolerance. The groove area is on the internal diameter (ID) of the circumferential band, away from potential abrasion/frictional contact with soft tissue or bone a review of the product complaint report history showed this is the first complaint against this lot number. The root cause for the soft tissue failure and instability was reported as patient non-compliance. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to patient non-compliance soft tissue failure occured causing instability of components. No component failure occured.

Manufacturer narrative:
Left in patient.